Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 569 mg/dl at the time of incident the customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer reported following symptoms such as thirst and urinating for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that the blood is seen at the site of adhesive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak, no air bubbles and not occluded.